Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a hemostasis procedure performed on (B)(6) 2022. Prior to the procedure, it was noticed that the balloon break out. The procedure was completed with another cre fixed wire dilatation balloon. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4) the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: problem code a0402 captures the reportable event of balloon burst. Block h10: investigation result a visual examination of the returned complaint device found that the balloon was torn longitudinally. No damage found on the catheter of the device. Based on the available information, it is possible that factors encountered during the procedure, the interaction with with any surface or prior the procedure could create friction and caused the balloon to tear longitudinally, which was perceived as burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label as the balloon was pre-inflated.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a hemostasis procedure performed on (B)(6) 2022. Prior to the procedure, it was noticed that the balloon break out. The procedure was completed with another cre fixed wire dilatation balloon. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient. There were no patient complications reported as a result of this event.